Event description:
It was reported that a patient underwent a three level kyphoplasty procedure at levels t10, t11 and t12. During curette use to score sclerotic tissue, the articulated tip broke tether and remained in the vertebral body at level t11. The fragment was unable to be extracted and it was cemented in place. There were no patient complications. No further information was reported.

Manufacturer narrative:
Product analysis evaluation summary: one express curette, size 2, was returned for evaluation. The returned curette was visually examined for reported failure mode. Upon visual examining the returned express curette, the following observations were made: no damage was observed on the handles. No damage was observed on the indicator cap. The indicator cap was able to rotate clockwise and counter-clockwise directions. The lever and link components were connected and the assembly was connected to the internal components of the curette assembly. The lock switch was functional. The tip was missing, broke off during the procedure, as reported in the complaint. Conclusion: the returned curette was examined and the reported failure was evaluated. Based on visual examination, the reported failure is consistent with observation finding. Probable root cause: the tip of the returned express curette broke off during the procedure may be attributed to the following reasons. According to the express curette IFU, covering or blocking the indicator cap with hands while using the device would prevent the tip from disengaging when scoring hard or sclerotic bone. The indicator cap is designed to disengage at 5.4 in-lbs of torque. If the indicator cap is blocked while scoring hard bone, one of three components (tip, pin or head) would eventually fail. Based on visual examination of the failure mode, the indicator cap may have been inadvertently covered by hands while using the device. According to the express curette IFU, re-engaging the indicator cap more than four times during use is not recommended and could affect the performance of the device. It is uncertain how many times the returned curette was re-engaged. However, based on visual examination of the failure mode, the device may have been re-engaged more than the recommended value; thus, lead to metal fatigue of the material and to the failure mode.